Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report#:3006705815-2017-00548. It was reported the patient was admitted to the hospital due to an onset of leg pain and difficulty walking that occurred after removal of the scs trial leads on (B)(6) 2017. MRI scans revealed the patient developed an epidural hematoma/abscess. It was noted the patient underwent a spinal decompression and was administered antibiotics. No additional information is known at this time.